Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence, which was suspected to be related to urethral erosion/atrophy or a possibly missized cuff. A surgical procedure was performed, during which the existing cuff was removed, and a double-cuff configuration was implanted. No additional patient complications were reported.